Event description:
It was reported that during patient use the tracheostomy tube split. It was removed from the patient and new tracheostomy inserted. There was no patient or clinical injury and no medical intervention occurred as the parent changed the tracheostomy. The outcome of event was new tracheostomy tube in full working order. The pre-existing conditions was pierre robin syndrome. Home ventilated via tracheostomy 24 hours/day.

Manufacturer narrative:
Other text: d4: catalog number, lot number, expiration date, UDI number, d5. Operator of device, e1: address and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received providing the item number of the involved device.

Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. One sample was received for evaluation. Visual inspection revealed the device was split. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).